Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Entire head came off in my mouth-oral-b/power oral care refills [device breakage] . Case narrative: consumer e-mail stated that while cleaning teeth with the first pass, the entire head came off in her consumer mouth. No injury was reported.

Manufacturer narrative:
18-aug-2025: product investigation results product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Entire head came off in my mouth-oral-b/power oral care refills [device breakage] product counterfeit-oral-b refills [product counterfeit]. Case narrative: consumer e-mail stated that while cleaning teeth with the first pass, the entire head came off in her consumer mouth. No injury was reported. 18-aug-2025 product investigation results. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.